Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during activity resulting in delivery of an inappropriate shock. The primary sensing vector was reprogrammed and the physician was considering potential treadmill testing. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.